Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high magnesium (mg) results generated by the synchron lxi 725 clinical system for three patient samples. Patient a, b and c samples were tested for mg and results of: 6.5 mg/dl, 5.9 mg/dl, and 4.3 mg/dl were obtained respectively. The original samples of all three patients were re-tested and mg results were lower. The laboratory is not aware of any effect to the patients.

Manufacturer narrative:
The specimens were serum. There was no indication of any samples issues. No problems were reported in regards to calibration or qc. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and found several hardware issues. The fse replaced: wash collar, wash valved for cuvette wash probes, and mixer wash insert. The fse also replaced mixer paddled and performed mixer alignments. After service, the instrument was operating within specifications. Though the fse replaced several hardware components, the root cause for this event is unknown. A malfunction will be assumed for the purpose of this report.